Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure, the sensing of the right ventricular (rv) lead was okay with the analyzer and then the sensing measurements dropped to three times lower than what was measured when connected and measured with the device. It was noted the physician attempted to re-position the lead many times with the same results, and then the rv lead dislodged because the screw was not fixing well after the several re-positions. The rv lead was not implanted. No patient complications have been reported as a result of this event.